Event description:
It was reported that the patient implanted with this device, developed an infection. Subsequently, this device, along with the right atrial and right ventricular lead were explanted. It was noted that the system was explanted via mechanical/laser technique. This device and the leads were kept by the hospital for further testing of the infection. The patient is pacing dependent; therefore, a temporary pacemaker and rv lead were implanted on the right side, which have since been removed and replaced with a permanent defibrillator and rv lead which were also implanted on the right side. No additional adverse patient effects were reported. Due to infection, this device will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.